Event description:
It was reported that air bubbles were observed in the canister. Reportedly, the customer "resumed insulin delivery with an existing supplies." There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.